Event description:
Boston scientific received information that patient implanted with this right ventricular (rv) lead fell at home causing the lead to dislodge, and the patient also felt some intermittent diaphragmatic stimulation. Capture threshold was substantially elevated with no loss of sensing or capture noted. The patient was treated with antibiotics and diaphragmatic stimulation was not relieved, hence, physician decided to implant a new lead and was successful. This rv lead was abandoned surgically and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.